Event description:
Medwatch received: (B)(4).

Manufacturer narrative:
Medwatch received: (B)(4) - [uf medwatch (B)(4).pdf].

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report stated that the bored hole at the distal part of the tube was not perforated completely and a piece of the pvc catheter was dangling inside catheter lumen. Patient was required to have the chest tube removed and another reinserted.

Manufacturer narrative:
The returned product was received and inspected. The investigation was able to determine that one of the 8fr trocar catheter¿s proximal eyelet had not fully been removed from the catheter during the manufacturing process. The punched out eyelet section had not fully detached from the catheter blocking the fluid path. The receiving quality control inspection records were reviewed and the product was found to have met specifications. The trocar catheter is manufactured by a supplier and marketed and distributed by atrium medical. A supplier corrective action has been issued to the supplier regarding the reported defect. Clinical evaluation: tube thoracostomy is one of the most commonly used procedures in the treatment of primary and secondary pneumothorax as well as drainage of pleural effusions. Chest drains and catheters are used in thoracostomy procedures to help re-establish normal vacuum pressures in the pleural space by removing air and fluid in a closed, one-way fashion. If a product is noted to be damaged it would result in a treatment delay for the patient while a second device is located and prepped. The instructions for use (IFU) advise do not use if the device or packaging is damaged and to inspect eyelets before use.